Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was locking the last locking screw on his reverse total shoulder, the locking screwdriver rod ref# 230792004 tip broke. Luckily the screw had been completely locked as it broke. There were no patient harm, and did not add any time to the case. No surgical delay.

Manufacturer narrative:
Product complaint # : (B)(4). No device was returned hence the complaint cannot be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.